Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed test although the product passed the insulscan, the failure identified in the investigation is consistent with the complaint record because there were burn marks in the insulation. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that insulation had been compromised

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that insulation had been compromised.